Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2014 with the following findings: a manual time change from (B)(6) 2011, 3:10am to 1:22pm was observed in the black box on (B)(6) 2014. There were no alarms related to the complaint found in the alarm history. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately. No defects in the pump timing were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain-greater than 5 minutes per month) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.